Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please explain what product code was initially ordered ? (B)(4). What is meant by incorrect configurations? I think he meant product. Clarify product code and lot number involved: lot # klh909 product (B)(4). Product return date and tracking number - this was sent back with your return kit .

Event description:
It was reported that the packages included one each of the correct product and one each of the tape dispenser product usually reserved for another topical skin adhesive product. There was no procedure involved. Additional information has been requested.

Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.  Additional information was requested and the following was obtained: did you find two different products or did you find two different tyvek lids? Or both? There were two different products in the one box. One of the clr602us with tape dispenser and one of the clr222us sheet. The box was labeled for the clr222us. The products were labeled as shown on attachment.

Manufacturer narrative:
Based on the time batch klh909-ns left the manufacturing facility with 2 month difference in the manufacturing, it was discarded that batch were mixed during the manufacturing process. Record review was performed for batches klh909-ns and kpr898-ns and none of these batches were returned to manufacturer for rework. Complaint is related to batch klh909-ns having product of batch kpr898-ns but during trace review there were no sales transaction to the hospital of batch klh909-ns. Batch kpr898-ns trace report show that the hospital did receive 6 units on 04/01/2017 of kpr898-ns. Based on the sequence of manufacturing and record review there are no indication that product was mixed during the manufacturing or sterilization process.

Manufacturer narrative:
Received unopened tray package identify with batch (B)(4). Based on the sequence of manufacturing and record review there are no indication that product was mixed during the manufacturing or sterilization process.